Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 51-118060, taperloc mp stem, lot # 3684164. The event occurred in (B)(6).

Event description:
It was reported that the femoral canal preparation was difficult. The canal was broached using a size 8 instrument and completed per surgical technique. The broach appeared to be rotationally stable in the ml dimension, but loose in the ap. The stem was broached further into the femur with the same result. As a result the surgeon decided to cement the porous femoral stem into the femoral canal, as no other stem was available at the hospital at the time. This technique was against the advice of the sales representative and against surgical technique. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
It was reported that a patient was booked for a primary hip replacement using a non- zimmer biomet product using an anterior approach and naviswiss navigation. Acetabulum preparation and impaction of cup went uneventful. The femoral preparation was started with competitors instruments. During the initial femoral preparation the surgeon decided to swap over to zimmer biomet taperloc microplasty stem and associated instruments. Femoral preparation was performed as per surgical technique. At size 8 the broach appeared to rotational stable in ml dimension but loose in ap. The stem was broached further into the femur with the same result. As a result the surgeon decided to cement the size 6 femoral stem into the femoral canal, as no other stem was available at the hospital at the time. This was against the advise of the attending sales representative who advised surgeon that correct surgical technique is to impact stem without cement (porous stem). Therefore, no cement should be used. Sales rep also advised that cementing a porous stem is against the companies surgical recommendation. The surgery was delay by approximately 45 minutes. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.